Event description:
Pt underwent cardiac cath in 2003. Procedure went well with no complication. A sheath, manufactured by a co called maximum size 6 f was used during the procedure. Pt was subsequently taken to nursing unit. Sheath removal was attempted by staff and resistance was noted. Dr was informed and suggested a guide wire be used. It appears 99% of the sheath was removed, but a fragment remained in the pt. Pt was discharged. Pt developed right leg claudication and numbness approx. 10 days post-procedure. Pt required re-exploration and retained piece was found in right aortofemoral limb. Graft with thrombus was noted in the superficial and deep femoral arteries. The retained part was extracted. Thrombectomy was performed to remove the fresh clots. A woven dacron patch angioplasty was used to close the arteriotomy. Good revascularization was achieved.